Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that one day post implant, the device measured an atrial lead impedance of 9999 ohms in bipolar mode. Threshold measurements revealed an exit block on the atrial channel. At the time of device replacement, the lead measured normal values through the analyzer, but the problems reappeared when the lead was reconnected to the device. When interrogated, no histograms appeared in the 'quick look' screen for impedance and threshold values. The pacemaker was explanted and replaced, and everything was reportedly working well. No patient complications were reported as a result of this event, and the patient status was noted as 'ok' following the replacement procedure.